Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath, carrier tube, header bag, and foil packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned in a fully rear lock position. The hemostasis sheath was found to have been cut from the distal tip of the sheath to the proximal end near the sheath hub. The anchor and collagen were found to have been deployed and were visible at the distal tip of the carrier tube. The temperature dot was found to have been triggered. No other signs of damage or deformation to the device were identified. Functional testing can not be performed because of the condition of the returned device. The complaint was able to be confirmed for the non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported they had a case via right femoral access using a 6fr sheath. The procedure was an embolization. Post procedure an angio-seal sheath was placed over the wire. They inserted the foot plate tube into the hemostatic valve and in the arteriotomy and click them together. They then pulled them apart, however, when they pulled back the footplate and collagen came back through, and the footplate did not set correctly. Pressure was held to achieve hemostasis. The patient was in stable condition and the procedure outcome was great. Additional information was received on 23 feb 2023: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram performed. There were no issues with insertion, deployment, or withdrawal of the device.